Event description:
The patient's mom/reporter claimed that the patient has been having elevated blood glucose. The reporter alleged that the hyperglycemia could be due to an animas insulin pump issue since the patient's elevated blood glucose has not been corrected with insulin pump therapy. On (B)(6) 2011, the patient went hi, above 600 mg/dl, and had symptom of vomiting. The patient tested positive for moderate ketones. His blood glucose reportedly was corrected with insulin via syringe. The reporter felt that the patient is not getting his basal insulin with insulin pump therapy. In addition, the reporter gives the patient bolus doses but the patient's blood glucose remained above 200 mg/dl. At the time of the call to animas, the patient's blood glucose was 250 mg/dl. The patient did not require any medical intervention at the ER. The reporter also claimed that the patient had a hypoglycemic episode because she gave him a shot and started him on the pump too soon. Troubleshooting revealed there was no pump suspension history. A low cartridge alarms and primes history was accounted for due to changing set and sites. The total daily dose based on the basal and bolus amount are all accounted for. According to the reporter, after the rewind step, the subject pump did not go into the load but reverted to the main menu. In addition, the subject pump is making "strange noise." The reporter was advised to put the patient on the backup plan. The subject pump will be sent back to animas for investigation. This complaint is being reported because the patient had elevated blood glucose and symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions that would indicate a pump malfunction noted in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed resistance while tightening the battery cap and stripped battery compartment threads. This is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.